Event description:
A lung placement occurred on (B)(6) 2023. Intervention was required to remove the feeding tube from the lung to prevent injury. Based on the information provide no actual injury occurred to the patient.